Manufacturer narrative:
Upon completion of the investigation a follow up report will be submitted.

Event description:
Report received stated that a physician implanted an icast stent in a patient that the stents expiration date had expired. The stent was implanted in the subclavian and the patient is reported to be in stable condition.

Manufacturer narrative:
Analysis: the details of the complaint provided by the institution state that the product had been implanted after the product had expired. The lot number of the device was not provided. The label on the front of the box and the front of the packed pouch within the box both have the expiration date and lot number provided. Without the product lot number a review of the device history records cannot be conducted including the sterility records. Atrium medical corporation only releases product that has met all quality and performance requirements. The product once purchased by the institution is no longer tracked by atrium medical corporation. The handling and storage of the product is the responsibility of the institution. Atrium medical corporation cannot guarantee the performance or the sterility after the product has expired. The hospital did not report the lot number but did report the expiration date. Ln this case the product had expired on 29 jan 2020. The procedure conducted that used the expired icast covered stent was performed on (B)(6) 2020. Summary/conclusion: based on the review of the complaint details the product was used after the expiration date and is considered user error. The instructions for use clearly state the following: IFU aw010835 rev aa. ¿precaution # 7. The device is provided sterile, for one procedure only. Do not re-sterilize. Use prior to the expiration date noted on the package h3 other text : product not available for return.